Event description:
A patient reported experiencing inaccurate high results with a surestep original meter. The patient's blood glucose results were 366mg/dl, 256mg/dl. Tests were done within <10 minutes with a difference of 31%. Customer cleaning meter incorrectly and control solution has expired. Patient did not experience any adverse events. No further information has been reported.